Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The original reported event, part that holds blade came off, was confirmed. During the service evaluation it was determined that the td-ost unthreaded. The device was repaired and returned to the customer.

Event description:
It was reported a piece from the sys 7 high speed precision saw that holds the blade disassembled. This event occurred during testing at the user facility, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences reported as a result of this event.

Event description:
It was reported a piece from the sys 7 high speed precision saw that holds the blade disassembled. This event occurred during testing at the user facility, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences reported as a result of this event.